Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a low pressure tank calibration not performing correctly. There was no patient involvement due to inspection.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had low pressure. A getinge field service engineer (fse) stated unit had low pressure tank calibration cannot be performed properly. After confirming the symptoms, fse replaced one set of helium tank reservoirs. After the replacement, he conducted an inspection and found no problems. Equipment was in good condition. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a low pressure tank calibration not performing correctly.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.